Manufacturer narrative:
Concomitant medical products: product ID: 3889-33, lot# va1npfn, implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 3889-33, serial/lot #: (B)(4), ubd: 30-jan-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient in a clinical study with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. It was reported that initially the patient had 80-90% improvement of lower urinary tract symptoms until post-op day 5 when the patient went jogging and since then, they had a return of symptoms, decreased efficacy, and uncomfortable sensation down their left leg. The device diagnosis was a lead migration/dislodgement, and the clinical diagnosis was loss of therapeutic efficacy. It was noted that the event was related to the device or therapy and unlikely related to the implant procedure. Interventions taken included reprogramming and explanting and replacing the entire system. The outcome of the event was noted to have been resolved without sequelae as of (B)(6) 2018. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-33, lot# va1npfn, implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
No new information was reported (the patient's weight was reported).